Event description:
The customer reported obtaining false high k (potassium) and cl (chloride) and false low calc (calcium) results for one (1) patient sample involving the unicel dxc 600 synchron system. The customer indicated that suppressed results (no results generated) were generated for na (sodium) and co2 (carbon dioxide). The customer repeated the sample on an alternate dxc instrument and results were reported out of the laboratory. There was no change or affect to patient treatment in connection with this event. Qc (quality control) results prior to the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer discovered a disconnected tubing (line #24) at the ratio pump. The customer re-attached the line to resolve the issue. Service was initiated to evaluate why the line was disconnected but the customer later cancelled the service call, stating that there were no further issues.